Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted tool marks on the case and body fluid infiltration in the lead ports. All seal plugs were intact and all setscrews operated normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the clinical observations. The device met all specifications during testing.

Event description:
At a later date, the ICD was explanted and returned to boston scientific. There were no additional allegations against the functionality of the device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), the shock impedance measurement was above 125 ohms during testing. The testing was performed a second time but again, the shock impedance measurement was high out of range. The right ventricular (rv) lead, a competitor¿s product, was tested on the pacing system analyzer (psa), and it was determined that it might be fractured. As a result, the lead was capped and successfully replaced with a new boston scientific rv lead. This second rv lead was tested on the psa, and some oversensing was noted which was thought to be related to this new lead being in close proximity to the capped competitor¿s lead. The second rv lead was repositioned which resolved the issue; however, the physician decided to explant this second rv lead and replace it with a new competitor lead. The ICD was successfully implanted and remains in service. No adverse patient effects were reported.